Event description:
The customer reported to beckman coulter (bec) that there was a clear fluid leak of unknown volume from the left side of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the leak was coming from blood sampling valve (bsv) area. The fse indicated the bsv was not rotating. The fse cleaned and lubricated the bsv shaft, and then ran samples and no leak was present. System performance was verified. Failure mode was related to the material build-up on the blood sampling valve. (B)(4).